Manufacturer narrative:
It was reported that the customer called in for troubleshooting help and was assisted by an olympus technical assistance center (tac). During troubleshooting customer stated that the new bf-uc190f scope exhibited incompatible probe connection error while connected to the cv-190 tower and the EU-me1 ultrasound unit with the maj-2056 ultrasound interface cable. The customer reported that the scope could be connected to the 190 towers with good images, however, when the maj-2056 was connected to the EU-me1 and the bf-uc190f, the incompatible error displayed. The customer then tried the maj-1597 ultrasound cable which is the predecessor of the mah-2056 with the same problem. The olympus tac rep then advise the customer to contact the olympus salesperson for an onsite installation and to check on all the connections. Additional information received from the customer that the reported issue was resolved by reaching out to the olympus salesperson and having a tech sent to the facility and installed the new compatible software on the suspected bf-uc190f scope. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope exhibited incompatible probe connection error. The event occurred during preparation for use, prior to an ebus (endobronchial ultrasound) bronchoscopy procedure. It was reported that the procedure was completed using similar device with no delayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified, as the device was not returned to olympus. And there was no detailed inspection results available for the device. Olympus will continue to monitor field performance for this device.